Event description:
It was reported that during a low anterior resection procedure, on activating the disposable, the active blade broke off and when they took the instrument out, the white tissue pad was not on the closing jaw of the instrument. The white tissue pad was not found after the case. The pt was x-rayed and it was not located. Unknown how case was completed.

Manufacturer narrative:
Information anticipated, but unavailable at this time.